Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade stopped rotating and stopped cutting. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: main housing was not returned for evaluation. When the returned trigger alone was attached to the mdu and activated, the trigger operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.